Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced with a competitor's.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.